Event description:
Reported as "we removed a port on a pt on...(date) due to lack of restriction to the pt after repeated adjustments to the pt's band. This port was a part of a replacement done on ...(date) with the lap band port kit. The port appears to have some damage inside the access port itself." A leakage was suspected by the surgeon.

Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."